Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. It was hard to customer to see the screen. Droplets was formed on the screen of the insulin pump and moisture was there underneath it. Customer was wash it once a week under running water. Customer saw fluid under the screen. Customer did not heard fluid after shaking insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.